Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history could not be reviewed due to no lot number being provided.

Event description:
An email was received regarding a primary plum set, clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 inch, alleging that towards the end of the infusion, a leak was noted from the vent above the chamber during medication, there was patient involvement and no patient harm.